Event description:
The pt reportedly experienced a loss of lock between his external equipment and the implant. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen by a co rep for device eval. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device will be scheduled.